Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with catheter restriction alarm and check iab alarm during use of intra aortic balloon on patient. The esp personel reviewed the troubleshooting instructions to the user and user performed those steps which resolved the alar, no harm or injury reported.